Event description:
It was reported that following a coronary artery stenting procedure, the pt expired. The lesion being treated is unk. The physician implanted a 2.75x32mm taxus express2 study stent and a 3.5x16 taxus express2 stent. At 367 days after the index procedure, the pt expired. The pt developed "diffuse interstitial lung disease". It was treated with medication; however, the pt expired. In the opinion of the physician, the relationship of the pt's death to the taxus express2 stents is "unrelated".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.